Manufacturer narrative:
(B)(4). Event problem and evaluation codes: patient was unable to identify device issue therefore a more specific code could not be selected. The concluded cause is not adequately described by any other term.

Event description:
It was reported that replace sensor now alert occurred. Data was evaluated and the allegation was confirmed as a early sensor expiration. The probable cause was determined to be early sensor expiration but the probable cause could not be determined. The reported event of a replace sensor now alert is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.